Manufacturer narrative:
Phr can't be performed because there is no serial number. There was no further information provided by the end user or distributor to identify what type of IV set was used in the infusion, or if it will be returned. Upon review the product was not located. This complaint record will be reopened in the event the product involved or additional information becomes available.

Event description:
On 02/06/2024, infutronix received a report that an IV administration set had "a lot of air bubbles in the tubing". The air did not reach the patient, patient was instructed to stop the infusion and contact their facility. No patient harmed.